Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were hospitalized due to high blood glucose on unknown date with unknown blood glucose. Customer reported that insulin pump had motor error during rewind. And there were some motor error alarm in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The customer was hospitalized alleged hyperglycemia on (B)(6) 2021. The customer alleged motor error alarm. Device passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and the dat at 0.0876 inches. All operating currents are within specification. Off no power alarm functions properly. Device alarmed motor error during occlusion test due to faulty fsr (gold). The motor was tested outside of the pump and passed. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: minor scratched display window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Device did not have a battery installed when received. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. Unable to verify motor error in the history download due to no data available. Unable to complete the functional testing (occlusion test) due to motor error alarm. Unable to confirm alleged hyperglycemia (high bg's). Motor error alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.